Event description:
The customer reported that the device could not boot up. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported that the device could not boot up. No pt involvement was reported. The device was evaluated by a philips fse and the symptom was verified. Multiple parts were replaced to resolve the issue. Multiple parts were replaced to resolve the issue. The device passed all required testing and remains at the customer site. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.